Manufacturer narrative:
Date of birth: unknown/not provided. If explanted; give date: not applicable, as the iol remains implanted; therefore, not explanted. Phone: (B)(6). (B)(4). Device evaluation: product evaluation cannot be performed as per the initial report, the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: manufacturing records review was conducted, the documentation shows that the production order was manufactured and released according to specification. A search of complaints was performed, the search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Clinical study (B)(6). The subjects os (left eye) was implanted with a model zhr00v iol on (B)(6). Dr. Noted that the iol insertion was difficult due to the subject pushing it out. He noted that during surgery it came out a bit and he had to re-insert the iol. On (B)(6): the subject came in for a 1-day postop visit; subject and iol were fine; on (B)(6): half the iol (1 haptic and half of the optic) were out of the bag into the anterior chamber; on (B)(6): a secondary surgical intervention was done to reposition the iol back into the eye. Pilocarpine to contract the pupil was prescribed and edemox and boi-k were prescribed to lower the pressure (no iops were give but we have asked the site to document them). No iol removal/explant. Vision pre-operative: bcdva 20/20 (1.0 decimal). The iol repositioning was done through the original incision and that incision did not have to be enlarged. A corneal suture was placed after the repositioning. At a following visit on (B)(6) 2020, the iol was noted to be fully in the capsular bag. No further information has been provided.